Event description:
It was reported that during a laparoscopic bilateral inguinal hernia repair procedure, the device failed. There is no additional information available at this time from the materials associate. It is not known how the procedure was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed seven conforming clips and two clips with gap as the clip snapped towards the tissue stop. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the clip snapping. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed seven conforming clips and two clips with gap as the clip snapped towards the tissue stop. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the clip snapping.